Event description:
The rep reported the device was used during a lleo-anal pull through. It was reported after firing the ecs29 it was noticed the staple line was disrupted. The anastomosis was then hand sewn using suture. The instrument was not saved, as the surgeons informed the nursing stall about the problem the following day. The pt experienced an extended or time.